Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. However, vyaire medical went onsite and examined the unit. The exact root cause is not determined due to issue is no longer reproducible, but most likely it is due to unit hardware issue on the epc. Replaced main board and updated unit to appropriate version. Performed full calibrations and operational verification test. Unit it ready for use.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, based on the examination of the unit, display screen was glitching with obvious software issue. It is needed to replace the main board. Logs and data were provided. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 us had shut down. The unit has stopped working, blue screen appeared, the alarm continues to beep, and there is no way to turn it off. The event happened during patient use. At this time, there is no information regarding patient harm associated with the event.